Manufacturer narrative:
Vyaire file identification: (B)(4). The third party evaluated the device found the turbine is defective. The flow too is high causing the high volume alarm. As a resolution, the turbine and fan guard assembly was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltc 1150 experienced a high volume alarm. At this time, there is no information regarding patient involvement associated with the reported event.